Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic assisted ileocolectomy surgery using the da vinci xi system, the scrub nurse forced the suction device out of the port and the valve was observed to be dislodged/damaged. The scrub nurse inserted the obturator half way into the port to prevent loss of pneumoperitoneum. For the remainder of the procedure, the pa used the robotic (intuitive) ports to provide assistance which required detachment of the instrument and undocking of the robotic arm from the port resulting in increased procedure time. The procedure was completed with no further complications due to the damaged port.